Manufacturer narrative:
Ge fe investigated the collimator and noticed that there were no set-screws attached to the 4-inch collimator ring that holds the collimator to the x-ray tube.

Event description:
It was reported that a collimator detached and fell, contacting the pt table. The issue was discovered as the operator and pt were entering the room. There was no injury reported. Due to the weight of the collimator, the concern is for a serious injury if the collimator were to contact a pt or operator.